Manufacturer narrative:
D4: item number, lot number, UDI number, expiration date, d5: operator of device, g5: 510k number, and h4: manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was "found broken on person". One "phalange #2" affected quantity reported. The customer does not track their trachs by lot number. They are issued or delivered to inpatient nursing. Unfortunately, the box would have the lot number on it but once used the box is discarded. "The bivona trachs are re-sterilized at the uc medical." It is un-clear if this device had been re-processed. Event resolution not provided. No injury reported.

Manufacturer narrative:
Two devices were received for investigation. The returned samples were visually inspected at 12¿ to 16¿ and normal conditions of illumination. Sample one has a cut in the flange and a hole on the cuff. Sample two has a cut in the flange. The reported complaint is confirmed. A review of the device history records could not be completed as no item/lot number was provided by the customer.